Event description:
It was reported that during an elective pci procedure of the rca, the shaft of the cahteter broke. The physician was attempting to post dilate a liberte stent that had been deployed in the rca with the 3.5x8mm quantum maverick balloon catheter. The lesion had been successfully pre dilated with a semi complaint jomed maestro balloon catheter. On insertion of the 3.5x8mm quantum maverick balloon catheter into the o ring, a slight kink was noted. It appeared that the shaft of the balloon catheter fractured in the patient. Blood was noted in the inflation device and the balloon catheter was removed. The shaft of the catheter completely collapsed outside the pt. The pt was reported to be fine throughout the procedure.